Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, and creases. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be: underweight, have a broken shell, a missing piece of the shell, and black particles. A microscopic analysis was performed which identify a sharp edge opening assessed as an unidentified tear opening. A dimension measurement of the shell was performed which identify the thickness to be within specification, and a striated opening. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive.

Event description:
Patient reported left side rupture, and creases. The device has been explanted.